Event description:
It was reported that during a demonstration, it was noted that the handpiece could not be connected to the motor drive unit. In addition, the motor drive unit had a loose component internally. This unit was not being used during an operation and there were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.